Event description:
It was reported that a catheter issue occurred. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, a non-boston scientific guidewire was used together with the ivus catheter. During pullback, the wire core became separated from the shaft. The physician was able to remove everything by pulling it out. The procedure was completed with another of the same device. There were no patient complications reported.